Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, defibrillation stress testing, and full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The analog board was replaced to reduce the probability of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.